Manufacturer narrative:
Patient information: unk. Patient information: unk. Patient information: unk. Expiration date: unk. Patient information: unk. Patient information: unk. Patient information: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 12.6mm vicm5_12.6 implantable collamer lens, -10.50 diopter, into the patients right eye (od) on (B)(6) 2022 and the lens tore during delivery. There was patient contact but no injury. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Additional information: b5- the reporter indicated that the surgeon noted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -10.50 reportedly tore/broke during injection/delivery into the eye on (B)(6) 2022. There was patient contact but no patient injury. The lens was not implanted. On (B)(6) 2022 a replacement lens of the same parameters was implanted into the patient's right eye (od) and the problem was resolved. The cause of the event is unknown. Reportedly "haptic tore during the injection- cause unknown". H6- type of investigation code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).